Manufacturer narrative:
The investigation confirmed the allegation that the console displayed error 12 (co2 cooling flow switch error) during the procedure, which resulted in the procedure being cancelled, though no patient complications were reported and additional details could not be obtained despite good faith efforts. Service evaluation showed the issue could not be reproduced; the cooling system was vented and refilled, system checks and safety tests were completed successfully, and the system was ultimately found to be fully operational. Labeling review confirmed that the IFU contains appropriate instructions for error messages and no evidence of misuse or labeling concerns was identified. A risk review determined that procedure delays or cancellations associated with this type of event are known, documented, and accounted for within the device risk management file. Because the available evidence does not allow confirmation or exclusion of a device related root cause, the investigation conclusion code assigned is unable to exclude device problem. The following fields were corrected: g2 report source.

Event description:
It was reported that during the procedure the console displayed error 12 (co2 cooling flow switch error) and it was not be able to keep been used during the procedure. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during the procedure the console displayed error 12 (co2 cooling flow switch error). There were no patient complications. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.